Manufacturer narrative:
Product ID: neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during the second stage implant procedure on (B)(6) 2014, the ¿screw of the lead extension could not be locked.¿ it was stated the issue occurred intra-operatively and the extension was replaced at that time. It was noted the patient¿s outcome at the time of initial report was ¿no injury.¿ additional information stated the operating physician could not fasten the extension connection screws intra-operatively and did not hear the click sound. It was noted the patient was receiving effective therapy as of two weeks after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the extension indicated ¿the setscrews on the extension could be tightened down on a known good lead without any difficulty.¿ there was no extension anomaly found. Analysis of the wrench found the ¿wrench was observed to click when reaching 4.2 oz-in when torquing down the setscrews.¿ it was noted the ¿wrench was within specifications.¿ there was no wrench anomaly found. Result

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.